Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. As it was not received enough information from the complainant, the event was considered as early loss because it would be the worst case. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4)¿ the dentist reported the loss of the dental implant, but did not provide information about the case.